Event description:
It was reported by the aci vascular closure specialist that (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and checked per the IFU. It was reported that the device was inserted, the balloon was inflated and the device pulled out completely. The balloon ruptured during the first stop. The patient was converted to approximately 20 minutes of manual compression in conjunction with a thrombex patch. Hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason. The patient was discharged on (B)(6) 2012. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a taper to taper tear at the balloon, approximately 3.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.